Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the unit can't display the some part of the number. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that one led segment does not illuminate due to a defective ui board. The ui board was replaced and the unit functioned as designed.